Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial pulmonary resection, on pulmonary parenchyma, the device did not fire. The surgeon was able to press the green button and squeezed the handle, however, the device became stiff when firing and sound of breakage was heard when squeezed strongly. Both handle and reload were replaced to resolve the issue. There was no patient injury.